Manufacturer narrative:
D10 concomitant products: 133650, 133650 premium surgiclip iii 9.0 (lot#:p4a1120), 133650, 133650 premium surgiclip iii 9.0 (lot#:p4a1120), 133650, 133650 premium surgiclip iii 9.0 (lot#:p4a1120) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open mammary axillary node dissection using four 133650 premium surgiclip iii 9.0 devices, some clips were malformed. The device was applied during the node dissection, and it was noted that while some clips loaded and fired properly, others were malformed. To resolve the issue and complete the procedure, additional clip appliers were opened. No medical or surgical intervention was required to prevent permanent impairment and there was no extension of the patient¿s hospitalization or any injury as a result of the event.

Event description:
It was reported that during an open mammary axillary node dissection using four 133650 premium surgiclip iii 9.0 devices, some clips were malformed. The device was applied during the node dissection, and it was noted that while some clips loaded and fired properly, others were malformed and also loading issues with the clip not seated properly. To resolve the issue and complete the procedure, additional clip appliers were opened. No medical or surgical intervention was required to prevent permanent impairment, and there was no extension of the patient¿s hospitalization or any injury as a result of the event.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially fired with three clips remaining in the channel. The distal end of the channel cover was intact. The jaws appear to be co-planar. Functional testing found that the instrument was first test fired once in air so that the clip formation could be observed. The remaining clips were fired properly on test media with proper formation. The instrument was binding. The ratchet system was not functioning properly. The instrument was disassembled to reveal damage to the ratchet system. It was reported that the clips not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the device contains a ratchet mechanism to ensure that a clip is not allowed to release until a full handle squeeze is applied. Ensure that the handles are squeezed together firmly as far as they will go. Failure to squeeze then handles completely can result in clip malformation and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.